Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1616c124e, serial/lot (B)(4), ubd: 11-jan-2020, (B)(4); product ID: etlw1616c82e, serial/lot (B)(4), ubd: 10-apr-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a ruptured unknown diameter abdominal aortic aneurysm and subsequent implantation of another aneurx stent graft and endurant stent graft was also performed. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm. The patient was receiving treatment with the attempted implantation of an aui device but then expired during this procedure. As per the physician, the cause of the event was due to migration of the stent graft. No additional clinical sequelae were reported.